Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery is not ejecting itself. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11, corrected field: h6(medical device problem code), a getinge field service engineer (fse) evaluated the unit and removed batteries/spring mechanism, re-positioned the springs and firmly tightened the screw. Tested the system to getinge specifications and the issue was rectified.